Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim x2 user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 500 mg/dl. Customer delivered a bolus to stabilize blood glucose levels. Customer uses humalog insulin and stated they change out their cartridge every 3 days. Tandem technical support educated the customer that per guidelines the cartridge should be changed every 2 days when using humalog.